Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the power port clearvue isp in the right side of the sixth thoracic vertebra via the right internal jugular vein. Prior to the procedure, during preparation, it was discovered that the introducer needle was leaking air and it was impossible to aspirate or infuse fluid. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.